Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors]. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This report is being filed to correct the outcomes attrib to adv event on the initial report.

Event description:
It was reported that this pacemaker battery went down from 13 years remaining longevity to 6 years remaining longevity. Analysis showed that the device was depleting prematurely. The power consumption of this pacemaker has been increasing steadily over the past year. This is consistent with degradation of an internal hardware component due to traces of hydrogen gas in the sealed pulse generator environment. There were no additional adverse patient effects reported. All available information indicates that the pacemaker remains in service. Additional information received indicates that the pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker battery went down from 13 years remaining longevity to 6 years remaining longevity. Analysis showed that the device was depleting prematurely. The power consumption of this pacemaker has been increasing steadily over the past year. This is consistent with degradation of an internal hardware component due to traces of hydrogen gas in the sealed pulse generator environment. There were no additional adverse patient effects reported. All available information indicates that the pacemaker remains in service.